Event description:
It was reported to boston scientific corporation on january 29, 2023, that an ultraflex esophageal ng distal release covered stent was to be implanted to treat a malignant esophageal stenosis during a procedure performed on (B)(6) 2023. The patient anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture became knotted, and the stent could only deploy about one centimeter. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Blocks d4 (lot number and expiration date) and h4 have been updated. Block e1: the initial reporter's facility name is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an ultraflex esophageal ng distal release covered stent and delivery system were received for analysis. The stent was returned partially deployed. Visual examination of the returned device did not find any damages to the stent, delivery system and deployment suture. Functional inspection was performed by holding the handle hub in the palm of one hand, grasping and retracting the finger ring with the other hand. By retracting the finger ring, the crocheted suture that binds the stent to the delivery system unraveled, and gradually released the stent from the delivery system. Product analysis confirmed the reported device malfunction of stent partially deployed; however, the reported device malfunction of stent deployment suture knotted was not confirmed. The stent was returned partially deployed and no damages or knots were noted to the stent deployment suture. Most likely procedural factors encountered during the procedure, such as lesion characteristics, handling of the device, techniques used by the user when trying to deploy the stent, limited the performance of the device and contributed to partial stent deployment. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
The initial reporter's facility name is (B)(6). Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation on january 29, 2023, that an ultraflex esophageal ng distal release covered stent was to be implanted to treat a malignant esophageal stenosis during a procedure performed on (B)(6) 2023. The patient anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent deployment suture became knotted, and the stent could only deploy about one centimeter. The stent was removed from the patient partially deployed on the delivery system and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.